Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, following the procedure, the nurse staff cleaned and brushed the duodenoscope's working channel. They found that the foam sponge from the biopsy cap of the device was lodged inside the scope. It was removed using a brush. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, following the procedure, the nurse staff cleaned and brushed the duodenal scope's working channel. They found that the foam sponge from the biopsy cap of the device was lodged inside the scope. It was removed using a brush. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found that the foam sponge had detached from the rx biopsy cap. The star shaped slits on the foam insert (sponge) were not perforated/manufactured correctly; not all of the slits were completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit/path to penetrate. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).